Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (robotic assisted total laproscopic hysterectomy with bilateral salpingectomy. And she underwent a robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, headache, dyspareunia, alopecia and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and headache to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Discrepancy noted in essure implant date: (B)(6)2010. Trailing coils: left ¿ 4 ; right ¿ 4. Lot number:774396 manufacturing date:2010-09 expiration date:2013-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (robotic assisted total laproscopic hysterectomy with bilateral salpingectomy. And she underwent a robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6)2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, headache, dyspareunia, alopecia and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and headache to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Discrepancy noted in essure implant date: (B)(6)2010 and (B)(6)2010, (B)(6)2010. Trailing coils: left ¿ 4 ; right ¿ 4. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (she underwent a robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, headache, dyspareunia, alopecia and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and headache to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy. And she underwent a robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, headache, dyspareunia, alopecia and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and headache to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.